Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & amp; pop in (B)(6) 2005, and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04356. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent the procedure of a colonoscopy in 2010.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with laparoscopic sacrocolpopexy and posterior colporrhaphy due to vaginal prolapse, enterocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, fistulae, recurrence, bleeding, recurrent prolapse, dyspareunia, and urinary/bowel problems. It was reported that the patient underwent colonoscopy and pelvic exam under anesthesia on (B)(6) 2010 due abdominal pain and bloating and a rectovaginal fistula was diagnosed at this time. It was reported that the patient underwent cystoscopy, bilateral retrograde pyelography, dilatation of the left ureter, left ureteroscopy, holmium laser lithotripsy of two impacted ureteral stones, and placement of double pigtail left ureteral stent under fluoroscopic guidance on (B)(6) 2010 due to impacted left ureteral stone and right hydronephrosis. It was also reported that the patient underwent cystoscopy with right stone manipulation, urinary culture taken from the right kidney, decompression of the right kidney, and placement of a double j-stent without tether under fluoroscopic guidance on (B)(6) 2014 due to right ureteral stone with hydronephrosis. It was further reported that the patient underwent cystoscopy, retrograde pyelography, right ureteroscopy, laser destruction of mid right ureteral calculus, and placement of a right ureteral stent without retrieval line-under fluoroscopic guidance on (B)(6) 2014 due to impacted right ureteral calculus. It was reported that the patient underwent the procedure of a colonoscopy in 2010. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/27/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, extrusion, fistulae, recurrence, bleeding, dyspareunia and urinary/bowel problems. The patient underwent laparoscopic sacrocolpopexy and posterior colporrhaphy with propylene mesh (no product information provided) on (B)(6) 2005 to treat vaginal prolapse, enterocele and rectocele. The patient underwent colonoscopy and pelvic exam under anesthesia on (B)(6) 2010 due abdominal pain and bloating, a rectovaginal fistula was diagnosed at this time. It was reported the patient has experienced recurrent prolapse on (B)(6) 2010 and has chosen to proceed with surgery at this time. No additional information supplied at this time. (B)(4).

Manufacturer narrative:
(B)(4).